Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator exhibited diagnostics anomaly. After rebooting the programmer, the issue was resolved.